Event description:
It was reported that the patient implanted with an artificial urinary sphincter aus experienced recurring urinary incontinence due to fluid loss from the device. The patient mentioned having a slow stream and difficulty urinating. During a revision surgical procedure, the physician confirmed that the pressure regulating balloon was empty. All components of the device were explanted and replaced with a new aus. There were no further patient complications.